Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on the right side of her back and the right side of her stomach. The rash was described as red and raw but was not broken. The patient's doctor recommended applying a cream to the rash. Follow-up indicated that the rash was improving.